Event description:
A customer contacted beckman coulter, inc. (Bec) to report a bloody leak inside their coulter lh 750 hematology analyzer. The user was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the event. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. There was no report of exposure to mucous membranes or open wounds. No one was splashed or sprayed. There was no report of any patient samples or results being affected by the leak. There was no death, injury or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched for the event. The fse found a leak of diluent at slidemaker tray coming from the tubing through vl 20. The tubing was cut at the pinch valve. The fse replaced the tubing and the repairs were verified per established procedures. The fse did not see any spilled blood. Root cause for the leak was attributed to a hole in the tubing through vl20. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is no limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).